Event description:
It was reported that the procedure was to treat a lesion in the common iliac artery with heavy calcification. During advancement of the 9 x 39 mm omnilink elite stent delivery system (sds) resistance was noted with the calcification; therefore, the sds was removed. During retraction, the proximal portion of the sds was removed; however, the proximal stent became caught on the introducer sheath. The stent moved distally, and the distal end of the stent was off the balloon, and in the vessel. The sheath was removed from the patient with the sds, but the stent was now fully dislodged in the subcutaneous tissue. Forceps were used to remove the stent from the tissue. The guide wire was still in place and a new sheath was used. Additional dilatation was performed and a new omnilink elite stent was placed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). : during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.